Event description:
During on-site service, the baxter service technician experienced low battery alarm on a flogard infusion pump. Additional information is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced by a service technician as part of preventative maintenance. This is an ancillary service event. Visual inspection and functional testing were performed. Visual inspection revealed a low battery. The cause of the condition was not determined. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.